Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient not being able to increase is due to the impedances. The patient is being referred for a lead revision which is not scheduled. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 16-jun-2021, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 07-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins) for headache and non-malignant pain. Information was reported that a patient with a left and right occipital leads observed "settings not available" message on their patient controller (pc) today and could not turn stimulation up past 0.8ma. The caller stated the patient is using 1 group and 2 programs with a current programmed parameters of pulse width 400, 100hz, and a previously programmed intensity of 7.5ma. The caller reported the patient is getting therapy coverage on the left, but not on the right. The right lead electrodes are 0-7. Impedance testing was done and electrodes 0, 2, 5, 6, and 7 are "do not use" and electrodes 1, 3, and 4 are avoid. The caller did not have historical impedances and only performed a connectivity check at the implant. The caller tried using electrodes 1, 3, and 4 and adjusting the pulse width from 200 to 400 unsuccessfully. The settings not available message was observed. The caller also reported the left lead impedances test results were 3 electrodes to "avoid" and 1 "do not use", but the therapy coverage was adequate for the left lead. No falls or trauma were reported. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2018-11-20. It was reported that the patient had a lead revision (B)(6) 2018 and it worked fine for a while. No further complications were reported/anticipated.